Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call high blood glucose, hospitalization and failed battery test alarm on the insulin pump. Customer¿s blood glucose level was 1020 mg/dl. Customer went to the hospital on (B)(6) 2017 around 4 pm. Customer advised they were wearing the insulin pump at the time of the hospitalization. Troubleshooting for the failed battery test alarm was performed. Customer replaced the battery on the insulin pump, they were unable to rewind and the issue remained unresolved. Customer underwent a cat scan and the insulin pump never worked properly since then. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.